Event description:
Information was received from a patient with an implantable (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported the patient's device was having poor telemetry or not telemetry with recharging. The patient stated that they had a stroke a year prior, which was all on their right side, and they been without the device for about a year and half. It was noted that the ins was turned off and the patient forgot how to use the recharger. The patient stated that they were trying to get the recharger "hooked up" because their hips were bothering them again and it was pretty consistent. The patient stated that they were trying to get the ins to charge but was unable to. It was confirmed that they had not recharged in a year and half, which was also when they last had stimulation. It was noted that the patient was unable to communicate with other external devices and they were redirected to their healthcare provider (hcp) for a possible overdischarge. Additional information was received from the patient on (B)(6) 2017. It was reported that their implantable neurostimulator (ins) was off too long due to a stroke and being paralyzed in their right side, which may have led to the poor communication and recharging difficulties. The patient stated that an overdischarge was confirmed. In order to resolve the issue, the patient tried five cycles to wake it up but it still wouldn't work, so they were advised to replace the battery. It was noted that the issues had not been resolved yet. No further complications were reported or anticipated.